Event description:
On april 14th, 2005, I started to prime the as104 machine to give the third treatment of plasmapheresis to pt. The machine passed all the alarm tests and started treatment. Eighteen minutes into the run, the centrifuge holder broke. The centrifuge fell and hit the basin. Everything shattered, and blood spattered. The patient lost 160 ml of blood altogether, causing a great deal of anxiety to him. The patient's vital signs remained stable. However, the machine's manual specifically states that if the machine is improperly operating, it has a fail-safe procedure in which it will shut down before any harm can be done to the patient. I called fresenius hemocare to report the incident. I was informed by the technicians that this type of event has happened many times before, and it was always the fault of the operator. I feel that I operated according to fresenius' own manual. The fault that I have with this machine is that no alarms went off, and the machine did not shut off before the incident of the centrifuge falling down.